Event description:
Rep provided screenshots regarding the patient's left proximal femur jts. As reported in the conversation: "we are having an issue with a long-standing proximal femur that we cannot hear the magnet. We wrapped the leg and it still didn't work. I also noticed that the magnet is due for service. The magnet works for others the same day we last tried and days after that [note: no reference given for 'day we last tried']. No sound at all from her. We measured her, wrapped her and definitely got her to the point. Tried all the tricks and nothing. Tried a&b. Did the boost also. She hasn't been lengthened in a couple years and the implant has been in for over a decade. Never had any issues with lengthening her in the past. Can't hear anything so could get anything to move in either direction. She has about a 4mm discrepancy. She was having back pain and that's why we tried to get her back to being even."

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned.